Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual and functional tests were performed. No visual defects were observed. The set was primed and each of the y-sites was tested for flow as well. The reported condition of no flow could not be duplicated nor confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter corporate quality a continu-flo solution set in which the secondary y-site is malfunctioning. According to the report, the set does not flow through that y-site. This condition occured during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.